Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 97754, serial# (B)(4), product type: recharger.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for spinal pain. It was reported that they could not charge their ins and they stopped feeling stimulation. The patient could not get recharger to connect to ins to charge. It was reported that patient had coupling issues and when walking through antenna locate feature the patient saw a pr-av screen. No further complications were reported and/or anticipated.

Event description:
Additional information received from the patient reported that replacing their recharger resolved their issue of not being able to charge their ins and not feeling stimulation. Patient reported their weight at the time of the event to be (B)(6).